Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2025 [related manufacturing number: 3006705815-2025-18735], the lead was cut and part of the lead still remains implanted. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the portion of the lead was explanted and replaced with a new lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.